Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor and corroded keypad traces. Analysis was unable to test for button error alarm, unexpected restart alarm and battery out limit alarm due to blank display. The insulin pump had a scratched display window and a missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.